Event description:
It was reported by the mitek rep. That during a subacromial decompression with a mitek vapr se electrode when part of the porcelain head cracked and broke off in the patient's shoulder. The broken fragment was removed from the patient and they concluded the case using another same like product. There were no adverse effects to the patient.